Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. It was reported that the device would not cross the lesion and the stent dislodged upon pull back into a super sheath. The inability to cross a lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, gc support, gw support, patient anatomical morphology, and patient disease state. The most likely root cause of the dislodgement appears to be associated with device interaction between the stent delivery system and the super sheath. It should be noted that per the IFU, and appropriate guiding catheter is required.

Event description:
Reporting status: malfunction. Reporting rationale: if stent dislodgement were to have occurred in the coronary artery, it has been known to cause or contribute to patient injury or the need for medical intervention. Device issue: stent dislodgement. It was reported that the device would not cross the lesion in the right posterior lateral, and the stent dislodged upon pull back into another company's super sheath, as resistance was felt and migrated to the profunda femoral. There was no attempt to retrieve and the stent and no patient effects were reported. Apparently a super sheath was being used instead of a guide catheter. No additional event or patient information is available.